Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). A 12x2.25mm promus premier stent was advanced to treat the lesion, however the device was unable to cross the lesion. The physician removed the device and a non-bsc guide extension catheter was used to back up the promus premier stent, but the device still failed to cross the lesion. During removal of the promus premier stent from the patient, resistance was encountered. The device was eventually removed and upon inspection outside patient's body, it was noted that the stent was lifted and slightly flattened. The procedure was completed with a 2.25x20mm promus premier stent. No patient complications were reported and the patient's status was good.